Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n263281, implanted: (B)(6) 2010, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there were high impedances of greater than 10,000 ohms on all contacts but number 10. It was noted that reprogramming and impedance testing were performed. The last program used with both leads was programmed as ++- on 2-1-0 and 10-9-8. The impedance check showed that the right lead was "unusable". The left lead was reprogrammed to ++- 2-1-0 which covered both legs and back. It was noted that no surgery was wanted or needed at the time. The product issue was resolved but the cause of the issue was not determined. It was noted that there were no patient symptoms or complications associated with the event.